Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿reduced angulation¿. ¿no air/water flow¿ was not confirmed. However, insufficient air/water flow was noted. There were few additional findings. The distal end cover had a scratch. Adhesive on bending section cover was detached. Connecting tube had discoloration. Control unit had a scratch. Switch cover, universal cord and grip had a dent. Grip has a dent. Universal cord, switch box, s-connector, and plug unit had a scratch. Knob exhibited play. Due to nozzle clogging, amount of water contact, water removal ability and air/water supply volume does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the device exhibited reduced angulation and the air/water channel was blocked. The event was found during receipt inspection of the device. After the event, the device was reprocessed. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. Also, the bending section cover was dirty. This report is being submitted to capture the reportable malfunctions found during evaluation. There was no patient involvement.

Manufacturer narrative:
The aware date should be 5-dec-2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to a reprocessing deviation from the user facility per the instructions for use. It was determined that the user did not perform manual cleaning. The instructions for use (IFU) states that the user is to perform manual cleaning without fail in ¿reprocessing manual ¿chapter 4 reprocessing workflow for endoscopes and accessories¿. Olympus will continue to monitor field performance for this device.